Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured transient no external power alarm on (B)(6) 2021 at 8:31 am while tethered on mobile power unit. This was caused by power to the mobile power unit being briefly interrupted. The patient reported that he accidentally unplugged the mobile power unit when he was trying to unplug something else. It was not known if the patient had a locking mechanism.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 16 days (08sept2021 ¿ 25sept2021 per timestamp). On (B)(6) 2021 at 08:31:34 there was an atypical no external power alarm due to a loss of ac power while connected to the mpu. The backup battery provided power during this event and the event cleared once ac power was restored. There were no other notable alarms in the log file. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications prior to being initially ordered on 08jun2015. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including heartmate alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.